Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade ii". Later, healthcare professional reported "rupture "and "capsular contracture baker grade iii" .this record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade ii". Later, healthcare professional reported "rupture "and "capsular contracture baker grade iii" .this record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture "and "capsular contracture baker grade iii". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.